Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-05285 and 3005099803-2010-05287 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two leveen needle electrodes were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the first electrode (B)(4) was used to perform the ablation. However, after forty minutes, there was no rise in impedance and roll-off was not achieved. The electrode was replaced and the procedure continued for another twenty minutes until the appropriate power output had been reached. However, the impedance again failed to increase and roll-off was not achieved. At this time, the procedure was considered complete and was confirmed via echocardiography. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)